Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the pacing threshold increased to 7.5 v one month post implant. The lead was replaced.